Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left superior femoral artery (psfa) with moderate calcification and none tortuosity. The 6.0x60mm absolute pro self expanding stent system (sess) was implanted; however, the stent was post dilated since it was noted to not be fully deployed in the proximal/distal sections. This caused stenosis in the stent. The 5x40mm armada 35 percutaneous transluminal angioplasty (pta) catheter was inflated once at 12 atmospheres but friction was met during removal and the balloon became stuck in the stent struts. Several attempts were needed to remove the device; however, was removed as a single unit. There were no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, the account stated that the stent was fully deployed in the target lesion. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that interaction with the moderate calcified anatomy resulted in the reported activation/deployment difficulty (proximal and distal portions of the stent were not fully deployed); however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult or delayed activation cannot be determined. Manipulation of the device likely resulted in the noted multiple stent sheath wrinkles. During post dilatation of the absolute pro stent, interaction with the stent struts likely resulted in the reported difficult to remove the armada 35. There is no indication of a product quality issue with respect to manufacture, design or labeling.